Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere as it was not sticky enough. No further information available.